Manufacturer narrative:
(B)(4). Evaluation results: (death). Results/conclusions: (disseminated intravascular coagulopathy).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 54 months ago. Vessel morphology was not reported. It was reported that the pt presented with abdominal pain syndrome one month ago. A CT scan was taken and revealed that there was a type iii endoleak, fabric tear, coming from the stent graft body. The surgeon attempted to treat the endoleak through an endovascular approach but the aneurysm ruptured. The surgeon then tried a laparotomy; however, the pt suffered from disseminated intravascular coagulopathy and expired.